Event description:
Boston scientific received information that the patient received inappropriate tachycardia therapy due to noise on the right ventricular (rv) channel. Upon further evaluation it was noted that the rv lead exhibited loss of capture along with high out of range pacing and shocking impedance measurements for an unknown reason. Seven days later a lead revision procedure was performed where the rv lead was explanted and a new lead was successfully implanted. The device remains implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.